Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg,10 tubes contained gel air bubbles. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary : bd received 1 photo for investigation. A visual examination of the photo revealed air bubbles in the gel. The photo displays a tube containing a specimen with a large air bubble in the gel barrier. Additionally, 100 retained samples were visually inspected with no issues identified. Complaints for sample quality were not under statistical control for the month of january 2025, additional testing was performed: no difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure modes (gel air bubbles) because the defects were not evident in the testing of the complaint lot samples. Evaluation of both retention and control samples tested was acceptable. All samples demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel air bubbles based on the photo provided. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported during use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg,10 tubes contained gel air bubbles. There was no health impact or consequences reported.